Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel leak, granuloma, and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 325cc mentor memorygel, breast implant on both sides and experienced bilateral gel leak, bilateral granuloma, and bilateral breast pain postoperatively. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number smpx325; serial number (B)(4) on the right side and catalog number smpx325; serial number (B)(4) on the left side. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 12/12/2019, mentor became aware as per the mammogram, palpable lymph nodes demonstrated intranodal silicone in both the right and left axilla. Hence, device code has been updated to rupture. Patient code breast pain was removed per clinician's review. This report is for the patient¿s right-sided device. On 1/8/2020, investigation was completed. Upon visual inspection of the picture, it was observed to have bubbles, but the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. An investigation was performed, and mentor could not uncover a device failure that we could be connected to the reported medical symptoms. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).